Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's grandmother that they had to go to the hospital because of a pod not working. The patient was experiencing high blood glucose levels on that night and the next morning the patient threw up and had ketones. They called the doctor and they advised to replace the pod. The patient continued to throw up so that is when they went to the hospital. The patient was treated with intravenous therapy with saline, insulin drip and dextrose. The original pod was worn on the thigh for 4 to 24 hours. The patient was admitted (B)(6) 2021.